Event description:
It was reported that the pump was not delivering insulin and would not turn on. There was no reported adverse impact to the customer's blood glucose level. The customer reported that they have reverted to multiple dose injections for insulin therapy. Mutiple attempts were made by tandem technical support to follow up, however no further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.